Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient's issues have resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant surgery, a patient was unable to see either far or near. The lens was exchanged for a different lens three (3)months after the initial implantation. Poor quality vision with best corrected va 20/30 was the clinical reason given for the lens exchange. Additional information has been requested.